Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sn-uac was being used during a colonoscopy on (B)(6) 2020 when it was reported that "the active cord shocked the tech while they were disconnecting the snare from the device". There was no report of injury, medical intervention, or hospitalization for the user or the patient. The procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one sn-uac opened in unoriginal packaging. Lot number not verified. Performed visual inspection on device, a small bump was found on the distal end of the active cord. Internal examination of cord revealed inside wires frayed and burnt. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review could not be conducted because the lot number is not known. (B)(4). Per the instructions for use, the user is advised that these devices are designed for 100 repeated uses when utilized in accordance with the validated instructions contained herein; care is use and handling can extend useful life. The IFU also advises the user to inspect and test each device before each use. Use the lowest possible power setting on electrosurgical unit capable of achieving desired surgical effect. Never allow the cables to be in contact with skin of the patient or operator during electrosurgical activations. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.